Event description:
(B)(4). I got the essure in (B)(6) of 2011 and since spring of 2012 I have been having pain, brown mucus, big blood clots during periods, I have felt my uterus contract for 45 minutes after having intercourse with my husband. I have horrible headaches all the time, bad fatigue, I can't stand nor sit for long periods of time. I can't lift anything without feeling pain on left and right side. I didn't have cysts before I got the essure and now I do. I have no energy like ever. I have hot flashes before during and after my period every mth. I never had hot flashes before I got essure. Bending over to bathe my kids hurts and I haven't been able to bend over for over a mth now. I can't put any pressure on my abdomen area, it hurts really bad if I do. I can't lay on my stomach because it hurts real bad.